Event description:
Info received indicates when the brakes were set; the pedals did lock into place and gave the appearance that the brake was on.

Manufacturer narrative:
The technician found the cam pivot linking the brake bar to the pedal snapped at the fixing point. As the left hand side had cracked, it was the foot end brake steer/caster that would not work. This meant that the bed would move freely at the foot end. The head end brake caster was unaffected. The technician replaced the cam pivot to repair the bed.